Manufacturer narrative:
Additional narrative: (B)(4). This report is for an unknown tomofix system / unknown quantity / unknown lot. Additional device code: hwc. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, schuster, p. Et al (2015). Open-wedge high tibial osteotomy and combined abrasion/microfracture in severe medial osteoarthritis and varus malalignment: 5-year results and arthroscopic findings after 2 years. Arthroscopy: the journal of arthroscopic and related surgery, 31, 1279-1288. The authors conducted a prospective study to examine the results of medial open-wedge high tibial osteotomy (hto) combined with a chondral resurfacing procedure abrasion/microfracture) in patients with grade 3 and 4 osteoarthritis with full-thickness cartilage defects and varus malalignment who were treated with synthes tomofix fixation. From september 2005 to december 2008, 85 patients or 91 consecutive cases (79 male and 12 female with an average age of 50.4 years) underwent hto in combination with a chondral resurfacing procedure. One patient died at two years and ten patients did not complete follow-up. Therefore, 81 cases were available for clinical and radiologic evaluation postoperatively (mean follow-up: 5.6 years, range 5.0 to 7.3 years). Serious injury results included conversion to arthroplasty due to knee pain (three cases of unicompartmental knee arthroplasty and one case of total knee arthroplasty). This is report 1 of 2 for (B)(4). This report is for an unknown tomofix system.